Event description:
It was reported that a patient underwent an av fistula revision on (B)(6) 2024 and suture was used. During the procedure, the needle popped off the suture with minimum force applied while suturing the artegraft to the fistula. A new suture line was started to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: related events reported via 2210968-2024-00626 and 2210968-2024-00627.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.